Event description:
Procedure: lap gastric bypass. According to the reporter: the patient experienced hypertension, kidneys failing and sepsis on one day after surgery. The patient returned to the or and the surgeon found a leak in the staple line. The surgeon stitched the suture line and the patient was stabilized. Three units of blood given.

Manufacturer narrative:
(B)(4)